Event description:
Reportedly, during an implant attempt of the subject device, lead connection problems were experienced by the physician. When the setscrew was turned by a screwdriver after inserting the lead into the port, no click sound was confirmed and the screwdriver turned freely. The screwdriver was re-inserted and turned again; click sounds were confirmed, but the screwdriver turned freely again. The lead did not come out from the port by a pull test. Lead impedance was normal (524 ohms). The physician attempted to unscrew the setscrew to change the device because the screwdriver turned freely; however, it was unable to unscrew the setscrew. The setscrew was finally unscrewed with a non sorin screwdriver. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.